Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an inoperative battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected, power on self-tested and battery tested. During power-on self-test, the battery was found to be inoperative; the cause of this was a damaged fuse. To correct the condition, the battery and fuse were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.